Event description:
It was reported that device diagnostics resulted in high impedance. The physician indicated that he would like the patient to wait to undergo surgery. The device was programming off after observing the high impedance the physician plans to observe the patient over the next few months and then will decide on surgery at that time. No known surgical interventions have been performed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.